Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) was confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the front therapy electrode (te) and ECG electrode a. The cause of the constant check belt messages is the damaged pulse wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A u.s. Distributor contacted zoll to report that a patient's device was producing constant gong alarms to 'check belt'.